Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during cancer surgery, staples malformed. During the endoscopic esophagectomy for esophageal cancer, after fired, found half of staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.